Event description:
Caller reported damage to tandem charging cable, which rendered charging supplies non-functional. There was no reported impact to the customer¿s blood glucose level. Damaged charging supplies were set to be replaced by cts using 2-day shipping.